Event description:
A patient reported they feel uncomfortable with their one touch profile meter. Their meter allegedly would prompt a message "do you need a snack" when the meter is giving patient a high number. The result on their meter was a high blood reading with prompt "do you need a snack". Patient is able to get a blood reading. Treatment was food and beverage. No further information has been reported.